Event description:
It was reported that during an implant, two different ventricular leads were not used in the right ventricle because of helix related issues. One the helix mechanism broke, and one the helix bent and would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary; (B)(4) the full lead was returned. The helix/lobe was distorted/bent. Blood in distal conductor and helix/lobe mechanism. The lead was received with the helix fully retracted, blood and tissue on it, and helix bent damaged at implant. (B)(4) the full lead was returned. Helix/lobe was distorted/bent. Connector pin bent. Blood in helix. The lead was received with the helix fully retracted, blood and tissue on it, and helix bent damaged at implant.